Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during follow-up the CT scan showed there was a proximal type I endoleak present without stent graft migration. The aneurysm was 70 mm in diameter. Per the physician the cause of the endoleak is unknown. The patient received treatment with another manufacturer's stent graft on and the endoleak was resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.